Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the pump site would likely be revised due to infection. The reporter wanted the pump interrogated to determine the dose and concentration and how the pump was programmed. The national answering service (nas) was contacted to assist the hcp with interrogating the pump.